Manufacturer narrative:
Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016 the patient presented to the emergency room complaining of a headache and blurred vision that had progressively worsened. The headache was described as sharp pain behind the left eye that radiated over the left side of the head. It was reported that the cranial nerves ii-xii were found grossly intact with no focal abnormalities, and that strength and sensation was 5/5 bilaterally in upper and lower extremities. A head computerized tomography (CT) scan revealed left cerebral convexity and falcine subdural hematomas with left-to-right midline shift, and parenchymal hematoma in the left occipital lobe with surrounding edema. The patient¿s mentation deteriorated rapidly. On (B)(6) 2016, the patient was taken to the operating room by neurosurgery for an emergent craniotomy. Afterwards, the patient required mechanical ventilator support, showed worsening cerebral edema, and experienced seizures. The patient had elevated temperatures and leukocytosis with positive blood and urine cultures. On (B)(6) 2016, at support was withdrawn, and the patient expired on (B)(6) 2016.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the pump was not returned for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent events leading up to the patient's outcome could not be conclusively determined. The instructions for use lists stroke, bleeding, neurologic dysfunction and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.